Manufacturer narrative:
(B)(4).

Event description:
A reliant balloon was utilized in another manufacturer¿s stent graft endovascular procedure for treatment of a patient with a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the other manufacturer¿s stent grafts were implanted, a reliant balloon was used for touch-up; the physician dilated the balloon outside the stent graft. It caused extra pressure on the blood vessel, resulting in a retrograde dissection. Flow delay in the common carotid artery was observed possibly due to the dissection. The physician performed an ax-ax bypass to the left subclavian artery. The physician will monitor the patient. No additional clinical sequelae were reported. The physician commented that after touch-up, flow delay in the common carotid artery was observed possibly due to dissection; therefore, an ax-ax bypass was performed to the left subclavian artery. The patient has been monitored since then.